Event description:
Pt to cath lab for tunnel line insertion. Access to right jugular vein via ultrasound access. Guidewire inserted through needle access. Guidewire pulled back with needle in place and the glide coating was sheared off and remained in the pt. Pt was stable without complaints. Procedure then aborted from jugular access and completed through subclavian vein.